Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the trigger guard was not present. When the trigger was pulled, the led illuminated green. No apparent physical damage, abnormal movement or noise was noted. After the housing was opened, dimensional measurements were taken of the shaft diameter and shaft connector length. Both measurements were within specifications. The needle was inserted into a medium profile (50lbs/ft3 3mm cortex) sawbone. The needle drilled coaxially into the sawbone with no abnormalities. No circular or shaky motion was observed. The insertion was repeated with the same results. The customer's report that the drill was shaking and/or making a circular motion was not confirmed. No abnormalities or deficiencies were found during the investigation.

Event description:
The customer alleges that the end of the drill was shaky and almost performing a circling motion as opposed to drilling straight. This resulted in extreme pain for the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the end of the drill was shaky and almost performing a circling motion as opposed to drilling straight. This resulted in extreme pain for the patient. The patient's condition is reported as fine.